Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code - tasp bottom- mechanical (g04) - provisional bottom. The complaint is confirmed via photograph review. Visual examination of the provided photograph of the product found it to exhibit signs of repeated use and its fractured complaint was confirmed. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that a provisional fractured during trialing as part of a knee procedure. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.